Event description:
Event description cpi received information that this endotak dsp lead was removed from service because high lead impedance was detected during a normal procedure for replacing the implantable cardioverter defibrillator when eri was reached. Suspected cause was some discontinuity on the external insulation of the endotak dsp lead, even though the physician did not observe any external abnormality. .